Event description:
It was reported in a retrospective review of 6 patients treated for cervical osteolytic malignant lesions without neurologic compromise (4 metastases of the axis, and 2 mm at c4 and c5, respectively) with balloon kyphoplasty via a less traumatic anterior approach. As clinical outcomes, the mean vas score for cervical pain decreased immediately post bkp from a mean preop value of 80 (60-100) to a mean postop value of 20 (0-30), pain relief maintained during a mean fu of 10 months (6-20) without any loss in cervical spine motion while the neurological status remained normal. It was reported that a patient experienced cement leakage at c2, intradiscally with no clinical consequences. It was also reported that 2 patients died during the follow up period due to evolution of the metastatic disease. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.